Event description:
On 2/6/87 a hydroflex device was implanted. On 4/11/90 the right cylinder was revised. On 5/12/97 the hydroflex device was removed from the pt and an ipp device implanted due to fluid loss.